Event description:
The following potential effect has been communicated to brainlab by the supplier of the spectra cameras assembled within the brainlab kolibri spectra camera kit: according to the supplier, there exists a small probability that specific spectra cameras may return incorrect data. If a spectra camera assembled within the brainlab kolibri spectra camera kit would return such incorrect data, navigation inaccuracies of several millimeters could randomly result depending on the navigated instrument and its position to the camera.

Manufacturer narrative:
Although there has been no patient injury nor any event reported by any hospital to brainlab, a risk to patient health could not be excluded. Technical details: according to the supplier, the potential failure manifests itself in one of two possible ways: the spectra camera stops tracking, thus navigation is no longer possible. In a more unlikely scenario, the spectra camera might return data with errors that exceed the published specifications for the spectra camera. This incorrect data could cause random and significant navigation inaccuracies. Brainlab intends the following corrective actions: customers with a potentially affected kolibri spectra camera kit installed receive a product notification information. Brainlab will replace the according device component for these customers. (B)(4).